Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a vns pt developed an infection at the chest incision site which required removal of the generator. Follow up with the surgeon's office revealed that the pt was doing well until the generator became visible through the incision site then that the site became infected. It is possible that there was some pt manipulation to the site, however, the pt does not have a history of excessive manipulation. No cultures were taken as the physician stated that the site would be contaminated with skin flora which would affect the results. The pt was re-implanted at a later date indicating that the infection cleared. The DHR of the generator and lead were reviewed. Sterility prior to shipment was confirmed.